Event description:
Report received of an under-delivery. The pump was received in the customer's biomedical engineering dept with an unsigned note that read, "error 63-1". The pump was tested at the user facility and reported to deliver a measured volume of 18ml from an expected delivery of 20ml. Performance verification delivery accuracy specs for this device require delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the pump was in clinical use.